Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On november 6, 2023, the agent received a call from the patient reporting issues with cartridge leaks. The agent offered to assist with troubleshooting, but the patient declined and stated they would not be providing lot numbers for the affected cartridges. No further action requested by the patient. Case closed.